Event description:
Ilr [implanted loop recorder], carelink issue, failed export transmission resulting in a manual download with extended repetitive data in all reports. Carelink¿s failure to generate or send clinically significant reports for patients with implantable cardiac devices for remote monitoring puts patients at risk for harm, including death. Manufacturer response for analyzer, pacemaker generator function, carelink smartsync (per site reporter).